Manufacturer narrative:
The pump passed the displacement test. The pump was connected to a test sensor and monitored without any connection interruptions. Hardware low level failure alarmed during self-test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had connection problem. Customer blood glucose level was unknown. Customer also stated that the insulin pump did not ask to start the sensor and did not find the transmitter. The device will be returned for analysis.